Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 443 mg/dl. Insulin pump had cracked. The customer did not provided any information about the symptoms due to high blood glucose. Auto mode was not active at that time. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, and occlusion test. Test p-cap locks properly into reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, in the battery tube, and dried insulin on the motor slide. The following were noted, during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads cracked, and label damage. Cosmetic damage at the reservoir ring was not confirmed. However, other cosmetic damage was noted. Unable to verify, customer's complaint for high bg's. Moisture damage was confirmed, on pcba 1 and inside the battery tube, and dried insulin on the motor slide was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.